Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient presented during a follow-up in clinic. It was noted that the left ventricular lead was dislodged which resulted in increased capture threshold. The lead dislodgement was confirmed via diagnostic imaging. The lead was explanted. The patient was stable.

Event description:
New information received notes that the left ventricular lead dislodgement was confirmed via x-ray.

Manufacturer narrative:
The reported events were lead dislodgement and increase capture threshold. As received, a complete lead was returned in one piece. The s-curve hump height was measured within specification. The reported event of increase capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.